Manufacturer narrative:
(B)(4): investigation still in progress. Oste investigation results: the product was received at oste exactly as announced. Component serial number: (B)(4). The announced product was sold on: 07.10.2016.

Event description:
The customer reported to olympus that a video telescope had a green image before an unknown surgery. There was no harm or user injury reported due to the event. Another device was used to complete the procedure.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was able to reproduce/confirm, the reported issue. Varying colored images were identified. Furthermore, the outer tube: damaged. Light-guide fiber composite: the reported issue is most likely, attributable to improper handling by the user. More specifically, the use of excessive force. Cable unit: cuts in gray protection hose: the reported issue is most likely, attributable to improper handling by the user. Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.